Event description:
It was reported that pump battery would not charge even though customer used tandem charging cable, tandem wall adapter, and confirmed working wall outlet, and a power source alert was recorded in pump history. There was no reported impact to the customer¿s blood glucose level. Customer left wall adapter connected to working outlet for at least 30 minutes and also tried a third-party charger, after which pump battery fully recovered and no further corrective action was documented.